Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple call service 012/052/054 alarms. During investigation, the pump was powered on with audible tone, vibration, and a blank display. The pump cover was opened and no damage was observed to the display. A test display was installed and also remained blank. The blank display issue was found to be caused by a slave processor failure. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads to the case seal on the left side of the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.